Manufacturer narrative:
The device returned for analysis. The complaint investigation confirmed the reported issue. After review of this event and similar incidents, abbott has decided to initiate a voluntary field action. Abbott performed a comprehensive investigation which included device analysis, manufacturing evaluation and trend analysis.

Manufacturer narrative:
The entire outflow graft returned for investigation. It was observed that the purple screw ring was out of position. The c-ring was observed in the o-ring groove of the graft adapter. One of the arms of the c-ring was on top of the o-ring. The c-ring, o-ring, and purple screw ring were examined using a microscope and no evidence of damage was revealed. The remainder of the hardware was evaluated and appeared unremarkable. The report of a loose purple screw ring was confirmed based on the evaluation of the returned outflow graft. Examination of the sealed outflow graft revealed that the c-ring was out of place and in the o-ring groove of the graft adapter. This prevented a leak-tight connection with the pump's outflow. Abbott has opened a corrective and preventative action to further investigate displaced or missing c-rings in the sealed outflow graft attachment. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported prior to placing the outflow graft onto the pump, it was noticed that the purple connector was more loose than normal. The outflow graft was placed on the pump and was noted that the graft spun very easily. It was removed and inspected further. The account reported that the grey retaining ring was not on flush over the white washer. Another outflow graft was used without any issues.